Event description:
It was reported that during a trochanteric fixation nail procedure, the 130 degree aiming arm did not function correctly. The aiming arm assembled and aligned correctly, but the helical blade would not go through the nail. The surgeon removed the aiming arm and used another aiming arm successfully, utilizing the same nail and helical blade, with no further incident. The surgery was extended by approximately 30 minutes. No adverse effect to the patient was noted. This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that no visible damages were present on the complaint device. There were signs of normal wear and use. The device passed the required functional test with the required gauges successfully. The situation as described in the complaint description could not be duplicated. This complaint is deemed invalid from a manufacturing standpoint. A review of the device history record did not show conditions that could have contributed to the reported event. Placeholder.

Manufacturer narrative:
Pt age and weight: (B)(6) year old, date of birth (B)(6) 1938, female, (B)(6) weight. Date received by MFR: the original awareness date was (B)(4) 2012. New information was received on (B)(4) 2013. Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This report is 1 of 1 for file (B)(4).